Event description:
Follow up information provided the patient underwent an ipg replacement on (B)(6) 2018. The patient¿s ipg was replaced with a smaller ipg and positioned in a new location.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at ipg site and the patient has lost 50 pounds. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient¿s pain at ipg site has resolved.